Event description:
A ventilator was returned to the MFR for preventive maintenance. No harm or injury was reported.

Manufacturer narrative:
During the eval of the device at the MFR's service center, a failed test step was observed. The ventilator's active exhalation control module was replaced to address this issue.